Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a constant alarm for ¿cassette not properly attached, reattach cassette¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received indicating the fault did not occur while in use with a patient. Complaint file (B)(4) with a manufacturing report number of 3012307300-2023-12025 was filed in error. Please disregard the previous submission.